Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the laser removal of a competitor lead the superior vena cava (svc) coil of the patient¿s right ventricular (rv) lead underwent significant manipulation. Upon testing the rv lead, non-physiologic noise was noted. The svc coil was programmed off, and the rv lead remains in use. No patient complications have been reported as a result of this event.